Manufacturer narrative:
(B)(4).

Event description:
It was reported that a stent fractured and a fragment dislodged inside the patient. Vascular access was obtained via the femoral artery. The 60% stenosed, 200mmx5mm, , concentric, de novo target lesion was located in the non-tortuous, mildly calcified femoral artery. The lesion was pre-dilated, then a 5x200x130 innova¿ stent was deployed with the roller. At the point where the roller mechanism finishes, the physician pulled out the blue deployment lever and the stent fractured in half. Part of the stent was able to be retrieved and a snare was used to remove the broken off piece. There were no further patent complications and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, middle shaft, inner shaft and the remainder of the device were checked for damage. Visual inspection showed the outer sheath was kinked at the nose cone. The middle shaft had no damage. The inner liner was kinked approximately 9.5cm from the tip. The proximal inner was kinked approximately 145.5cm from the tip. The handle was opened and the components were sent back loosely in the bag. The stent was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a stent fractured and a fragment dislodged inside the patient. Vascular access was obtained via the femoral artery. The 60% stenosed, 200mmx5mm, concentric, de novo target lesion was located in the non-tortuous, mildly calcified femoral artery. The lesion was pre-dilated, then a 5x200x130 innova¿ stent was deployed with the roller. At the point where the roller mechanism finishes, the physician pulled out the blue deployment lever and the stent fractured in half. Part of the stent was able to be retrieved and a snare was used to remove the broken off piece. There were no further patent complications and the patient status is stable.